Event description:
Caller reported that pump battery would not charge, despite using a tandem charging cable and attempting to plug into different wall outlets. There was no adverse impact to the customer's blood glucose level. Attempts to resolve the issue with different adapters and cables were unsuccessful, leading technical support to decide on replacing the pump. Customer was informed to continue using the current pump with multiple daily injections as backup. Instructions were given to return the faulty pump within 10 days using a pre-paid label, with customer understanding and acknowledging the process.